Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439688c, lead, implanted: (B)(6) 2009; 694765, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information was received that the wound dehisced. The patient was enrolled in (B)(6).